Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was not provided. It was stated that the customer was treated with manual injections. No troubleshooting was performed. The insulin pump was replaced and customer returned the product for analysis.